Manufacturer narrative:
The issue could not be duplicated when the ventilator was investigated on site. As a preventive measure the o2 and air gas module were replaced. No goods were received. Evaluation of the received device log shows no matching event on the reported event day. Between april 20, at 15:24 and april 22, at 04:58, several alarms for low o2 concentration and airway pressure alarms were generated. A pre-use check was confirmed to be successful prior and after to this ventilation period. The reported problem could not be reproduced and the replaced goods have not been received for investigation, therefore the cause has not been established in this investigation. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings.

Event description:
Manufacturer reference#: (B)(4). Importer reference #:cc-cpl-2019-00875.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4). H3 other text: devce not returned.

Event description:
It was reported that the ventilator was making noise while it was connected to a patient. The logs from the ventilator contained low o2 and airway pressure alarms. There was no patient harm. (B)(4).